Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros instrument 5600 system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 5170 performance issue is not a likely contributor to the event. Acceptable within run precision testing performed suggests an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the collection device manufacturers recommendations for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5170.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros instrument 5600 system. Patient sample 1 result of 0.316 ng/ml versus the expected result of 0.021 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).